Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2000 and (B)(6) 2002, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent gynecological procedures on (B)(6) 2000 and (B)(6) 2002, and that sparc self-fixating sling system was implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, urinary retention, leakage, fecal incontinence, foul smelling urine, burning sensation when urinating and bladder infection. It was reported that patient underwent the following: on (B)(6) 2001 ¿ hydrodistention of bladder, urethral calibration and dilatation, instillation of dmso; (B)(6) 2002 - contigen implant for incontinence ; (B)(6) 2002 ¿ spark sling placement; (B)(6) 2005 ¿ sphincteroplasty and levatorplasty; (B)(6) 2007 ¿ sphincter repair with placation of external and internal anal sphincter, resection of a vulvar mass, simple vulvectomy, repair of perineal body with perineoplasty.

Manufacturer narrative:
It was reported that the patient underwent a placement of interstim on (B)(6) 2010 and on (B)(6) 2010 due to overactive bladder and urge incontinence. (B)(4).